Event description:
Initial reporter indicated that their laptop power cord is "not reliable" and has to be wiggled to be used. The product is at MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.